Event description:
It was reported that the programmer displayed an error code and a black screen, when trying to interrogate a device. Use of the service disk was attempted twice, without success. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device boots to an error that would not clear. As a result, the hard drive was reconfigured and the software was updated.